Manufacturer narrative:
One single-use device was received for evaluation attached to a vial. The device was received in an activated position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on the sample using the returned vial and a sample solution bag and the device passed functional testing with no issues noted. The device did not leak back into the vial upon proper activation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes two malfunction events. It was reported that the solution was dripping back into the vial from the bag after reconstitution using two vial-mate reconstitution devices. The reporter stated that when one device was deactivated, the solution did not drip back into the vial. There was no patient involvement. No additional information is available.